Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to an interventional coronary artery stenosis (cas) procedure, the suture of a proglide device was attempted to be preplaced using the preclose technique in the right common femoral artery. Reportedly, during deployment of the plunger a suture retrieval failure occurred. The suture of a second proglide device was successfully preplaced using the preclose technique. The arteriotomy was 8f. The sheath was not upsized for the cas procedure. After completion of the cas procedure the successfully preplaced suture of the second proglide achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was not confirmed. The foot was examined and there were no needle tip strike marks noted which is consistent with the anterior needle engaging with the cuff. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.